Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of peritonitis was unknown. Treatment for the event was not reported. On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if the patient had recovered prior to death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.